Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection one month after the implant of an implantable cardioverter defibrillator (ICD) system with an absorbable envelope. The ICD system was explanted. No further patient complications have been reported as a result of this event.